Event description:
Reporter stated that she had rec'd the er1 message when she first used her meter but has not observed another since. Reporter suspected her technique may have been incorrect but could not remember the exact circumstances and result afterwards.